Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead presented to the emergency room after experiencing muscle stimulation. Upon device interrogation, the lead was noted to be undersensing. It was also reported that the patient was a twiddler and the lead was noted to have been pulled back into the subclavian. The patient underwent a lead revision where the lead was successfully repositioned. There were no adverse patient effects reported. The lead remains in service.